Event description:
It was reported that during an unknown procedure everything went normally. The patient went home as schedule the day after the procedure. On the third day the patient came back to the hospital with lower abdominal pain. When a scan was done blood was identified in connection with the operation area. A stomi-procedure was done. No additional information is available at this time.